Event description:
During a diagnostic procedure the catheter broke in two pieces at the proximal end, close to the catheter hub. The failure was reported to have been caused by over torquing of the catheter. The catheter was withdrawn from the pt by hand. The report indicated that the catheter was inspected, flushed and prepared according to the instruction for use.